Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during implantation of an intraocular lens (iol) the edge part advanced by the injector plunger was found to be damaged, when inserting the lens. The surgery was completed without product replacement. The sample is not available since it was still remains implanted in the patient's eye. Additional information was requested.